Event description:
On 2/10/95, a pt received a minor burn from a new muscle stimulator. On 2/14/95, the device was electrically safety tested by the in-house biomedical department and found to be fine. A third party was called to check the device and found that the timer was defective. The device turns on to full power rather than gradually rising to full power. The MFR was notified on 2/10/95.